Event description:
The customer reported that during preparation of the rf ablation procedure, it was noted that the pad was partly discolored. It was not used on the patient. No patient injury occurred. Initial evaluation of the returned sample found the pad was degraded and did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.